Event description:
The pt had a lumbar diskectomy l4-l5 in another state. Prior to admission, she had severe incapacitating back pain radiating into both buttocks. Therefore, she was admitted for hardware removal. Upon removal of the right l4 pedicle screw, it was noted that the screw had broken off its distal one-third within the pedicle and it was left embedded within the vertebral body of l4.